Event description:
Primary IV tubing primed, placed in bed alaris pump, and attached to patient. All clamps opened, infusion initiated. Tubing ballooned at distal end, did not infuse. Tubing removed from patient. FDA safety report ID# (B)(4).